Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: no image occurred due to patient printed circuit board set failure and the switch could not be pressed due to power switch failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center power switch could not be pushed. The power button was jammed in. It is unknown when the reported issue was observed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the power switch was damaged and out of date. There was no image with a 180 scope due to a faulty printed circuit board. The power switch was damaged and out of date. The front panel had discoloration and scratches on the top cover. A defective video connector socket. The software was out of date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.